Manufacturer narrative:
Several attempts have been made to obtain additional information and begin an evaluation; however, the user facility did not respond to these attempts.

Event description:
It was reported that a staff member was injured while using the 1105e stretcher. The user facility stated the staff has difficulty easily navigating the stretcher throughout hallways and making tight turns, which resulted in the staff member¿s injury. No additional details regarding the severity or treatment of the staff member¿s injury were provided. Several attempts have been made to obtain additional information; however, the user facility did not respond to these attempts.

Manufacturer narrative:
Investigation is complete. B5 and h codes updated to match investigation results.

Event description:
It was reported that a staff member was injured while using the 1105e stretcher. The user facility stated the staff has difficulty easily navigating the stretcher throughout hallways and making tight turns, which resulted in the staff member¿s injury. The exact injury details were not available for this issue, but it was confirmed that the caregiver required medical intervention for the injury. Several attempts have been made to obtain additional information; however, the user facility did not respond to these attempts.